Manufacturer narrative:
Corrosion was found in the motor and damage was found in the contact pins, which are probable causes of the device running without user activation.

Event description:
It was reported that during a surgical procedure at the user facility, the saw was running slowly without user activation, after having been in use. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.